Event description:
Procedure performed: ladg. Event description: [name] hospital. This is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep: blood vessel clipping was performed using ca500 during the procedure. The procedure was completed as it was, but the patient complained of poor physical condition (nausea) after the procedure, and the procedure was carried out again. Upon confirmation during the re-operation, it was confirmed that the clipped part had come off. Clipping is performed again, the procedure is completed, and the patient is improving. The surgeon has commented that the clip may have come off because the clip was tight when clipping was performed in the first procedure. Initial investigation report: the event unit was not returned to us because it was disposed by the customer, we could not confirm the unit condition. The incident will be informed amr for further evaluation. Admin# (B)(4). Product not available for return. Intervention: patient operated on again after initial procedure to address the clip that came off the blood vessel after the first procedure. Patient status: clipping was performed again, the patient is improving.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the clip slippage. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: ladg. Event description: [name] hospital. This is a complaint from the market. Administrative (B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep blood vessel clipping was performed using ca500 during the procedure. The procedure was completed as it was, but the patient complained of poor physical condition (nausea) after the procedure, and the procedure was carried out again. Upon confirmation during the re-operation, it was confirmed that the clipped part had come off. Clipping is performed again, the procedure is completed, and the patient is improving. The surgeon has commented that the clip may have come off because the clip was tight when clipping was performed in the first procedure. Initial investigation report: the event unit was not returned to us because it was disposed by the customer, we could not confirm the unit condition. The incident will be informed amr for further evaluation. Admin# (B)(4). Product not available for return. Intervention: patient operated on again after initial procedure to address the clip that came off the blood vessel after the first procedure. Patient status: clipping was performed again, the patient is improving.